Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. There was no noted fluoroscopic evidence of lead damage or a device anomaly that would cause the out of range impedance. A revision procedure was performed and the system was removed from service. The physician stated that the device had started eroding through the skin. No additional adverse patient effects were reported.